Event description:
The hospital complained of a "noise" from the ventilator and that it would not work.

Manufacturer narrative:
Co was unable to reproduce the failure. It is likely the valves failed to open due to a foreign particle becoming lodged in the spool, later becoming dislodged.